Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd drive pcb. In addition, our technician confirmed that the angle wire play, the insertion flexible tube cut, the remote control buttons cut, the electrical pin connector dirty, the down pulley wire worn out, the left pulley wire worn out, the electrical pin connector defective, the bending rubber discolored, and the u/d and the r/l knobs white marking faded/missing; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report(B)(4) and/or the risk analysis results, it was evaluated to submit MDR.